Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a consumer had issues with a relion® insulin syringe separating from the hub. One was stuck in the vial the second separated and retained the skin. Needle was removed with tweezers. Three to four also had report of difficult plunger movement during use.

Manufacturer narrative:
Investigation summary: customer returned (70) 1cc, 8mm, 31g relion syringes in sealed poly bags with the shelf carton from lot # 7135817. Customer states that the needles came out of the syringe while it was in the skin and in the vial and they can¿t move the plunger. Thirty out of 70 returned syringes were examined and no broken or detached cannula was observed. These samples were also tested and all of the plunger rods were able to move easily in the barrel. No defects were observed on any of the examined samples. As per manufacturing, a review of the device history record was completed for batch# 7135817. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for high sustain test. There were three (3) notifications [(B)(4)] noted that did not pertain to the defect. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure (broken needle and plunger difficult to move). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed.